Event description:
Following implantation of posterior pedicle screw fixation device extending from the cranium to t1 spine level on (B)(6) 2013, the patient reported that after driving through a large pothole that he "felt a pop". Follow-up films noted presence of a screw having pulled out of bone at t1 and a t2 compression fracture. It is not known if revision surgery was subsequently performed.

Manufacturer narrative:
(B)(4). The product has not been returned for evaluation. Root cause of the event has not been identified; however, the reported event is consistent with patient-related factors as a contributor. Labeling review: "contraindications include but are not limited to: ...patients with inadequate bone stock or quality." "Potential risks identified with the use of this system, which may require additional surgery, include: ...fracture of the vertebra..." "...loss of fixation..."